Manufacturer narrative:
Device evaluation: the device was returned for investigation. The visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seals were intact. There was no evidence of the error in the event history log. The reported downstream occlusion problem was not duplicated during the investigation. The investigation found that the downstream occlusion passed all functional testing, however it was replaced as preventative measure. No root cause was determined as the reported problem was not duplicated. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a downstream occlusion occurred and the device shuts off on its own. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.